Event description:
Caller reported a cartridge alarm 20 occurred during the load process. There was no adverse impact to the customer¿s blood glucose level. Although technical support assisted the caller in loading a new cartridge, the alarm recurred, and the pump needed replacement. The customer was advised on backup therapy using multiple daily injections to ensure insulin delivery continuity. Technical support arranged for a replacement pump with updated software to be sent, provided instructions for putting the problematic pump into storage mode, and advised steps for returning the pump to tandem. The caller acknowledged and understood all instructions given during the resolution process.